Event description:
Information received indicates the left head siderail will not latch and stay in the raised position.

Manufacturer narrative:
The technician found the center arm assembly was broken and cracked at the d-pin. The technician replaced the siderail center arm to repair the bed.